Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119599.

Event description:
It was reported that device interrogation revealed high capture thresholds on the left ventricular (lv) lead. No changes or intervention were reported. The patient condition was unknown.